Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: the introducer with loaded filter was returned inside the sheath. During investigation the filter could easily be deployed and the distance between the diagonally placed primary filter legs is found according to specifications. Based on these findings the exact reason for the reported non expanding filter legs cannot be determined, but they may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the delivery system was advanced from the right jugular vein to just below the renal veins which was the desired position. Though the physician attempted to place the filter, filter legs did not expand. The device was removed from the patient. The filter legs expanded outside the patient though, the user stopped using the device. A femoral approach typed device was used instead, and the procedure was completed. Patient outcome: there have been no adverse effects to the patient reported.